Event description:
Event description boston scientific received information that a lead revision procedure was performed due to this atrial lead displaying noise on the atrial electrogram. The lead was removed and replaced. Ventricular therapy was available. There were no adverse patient effects. The lead has been returned for analysis.